Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter could not be connected when using the external drainage and monitoring system equipment. It was note there were no environmental/external/patient factors that may have led or contributed to the issue.